Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pins 1, 4, and 5 were burnt. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter had a damaged lemo connector. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.